Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for further evaluation. Therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator needs a new front panel due to the display being dim. Furthermore, there was no patient associated with the reported event.